Manufacturer narrative:
It was noted that the customer exchanges pinch tubes every 2 months; the customer uses rack reception mode. Pinch tube exchange with rack reception mode should be done monthly. Based on the available information, a specific root cause could not be identified. Potential root causes may be related to improper preanalytical conditions (no clotting time, no rack adapters used for the 13 mm tubes), or an instrument issue. The "change system reagent" alarm cannot be excluded and the pinch tube exchange should be performed monthly instead of every 2 months.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous low results for 1 patient sample tested for intact human chorionic gonadotropin + the b-subunit (hcg+b). The erroneous results were not reported outside of the laboratory. The initial hcg + b result was 0.299 miu/ml. The first repeat result was 0.239 miu/ml. A qualitative hcg + b test was also run on the patient and the result was positive. Due to this positive result, additional repeat testing was performed. The third repeat result after a 1:10 dilution was 31834 miu/ml with a data flag. This result was reported outside of the laboratory. The fourth repeat result after a 1:20 dilution was 33313 miu/ml with a data flag. The fifth repeat result was >10000 miu/ml with a data flag. No adverse event occurred. The hcg + b reagent lot number was 185430. The expiration date was not provided. It was noted that rack adapters were not used and the clotting time was insufficient. It was noted that quality controls were acceptable on (B)(6) 2015, but the level 1 result had a data flag. On (B)(6) 2015 the alarm trace displayed a "change system reagent" alarm. The last preventative maintenance was performed on 10/26/2015.